Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl. Customer also stated that the insulin pump had no delivery alarm, alarm did not occur during manual prime and did not hear the insulin pump beeping. It was also stated that the insulin pump stops working because of the no delivery. The insulin pump and reservoir will not be returned for analysis.